Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the provided information, the reported event has been confirmed and the cause was traced to a component failure of the blood pump rotor.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the blood pump rotor from a 2008t hemodialysis (hd) machine was causing the blood pump tubing to tear. The biomed stated that a rotor sleeve (around the pin) was loose and slipping off, causing pinching/tearing on the blood pump tubing. The biomed stated the machine hour meter reading was 4,201 hours. Additional information was obtained through follow-up with a registered nurse (rn) from the facility who was familiar with the event. The rn said there was an air detector alarm that went off approximately 1.5 hours into the patient's hemodialysis (hd) treatment. The treatment was discontinued, and the patient's blood was not returned. The patient's estimated blood loss (ebl) was 300 ml. Despite the blood loss, there was no patient injury or harm, and medical intervention was not required. Per the rn, the patient did not want to undergo additional treatment. It was confirmed the patient did not experience any adverse effects due to the incomplete treatment. When the nipro bloodlines were removed from the 2008t hd machine, blood was noticed dripping from the tubing. The rn said there was a slice in the tubing where the bloodline sits in the blood pump rotor. The machine was pulled from service for evaluation and a new blood pump rotor was ordered. Upon follow-up, the biomed stated the machine would be put back on the floor after they replaced the part. The biomed stated that the bad blood pump rotor would be returned.